Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported during a procedure to explant and replace the pt's ipg and leads (reference MFR report: 1627487-2014-21432 and 1627487-2014-21433) a cerebrospinal fluid (csf) leak occurred. The csf leak occurred as the epidural space was accessed to implant the replacement leads. A blood patch was performed and the procedure was completed. The pt did not experience a headache. However, postoperatively the pt was unable to urinate without experiencing pelvic pain. A CT scan was taken and no anomalies were identified. The pt was hospitalized for observation and later transferred to a nursing home due to pelvic pain while urinating. Follow-up info indicated the pelvic pain has resolved, the pt was discharged from the nursing home and the physician believes the issue was related to medication changes.